Event description:
Senseonics was made aware of an incident where the transmitter felt warm to touch, the customer reported noticing a small hole and signs of physical damage near one of the four gold pins on the bottom of the smart transmitter. The issue was escalated to next level support and a transmitter replacement was authorized.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.